Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the pulse generator with certain parameters such as lead monitoring and polarity switch unable to be programmed during the procedure. It was also noted that during the one-day post-operative follow up, the generator exhibiting an unexpected reset due to a merlin programmer error. The device was able to be programmed back to nominal settings, and lead monitoring and polarity switch were successfully programmed. The patient was in stable condition.